Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No air bubbles were found in the cartridge or tubing at the end of testing. No delivery related defects were found during testing.

Event description:
On (B)(6) 2012, it was reported that the patient experienced blood glucose (bg) of 400mg/dl to 600mg/dl without report of signs or symptoms of hyperglycemia. The reporter said that the infusion sets were changed, correction boluses were delivered, and the patient's bg returned to usual readings without the need for medical intervention. The reporter alleged that air bubbles in the luer connection between the cartridge and the infusion set were responsible for the bg excursion. Further, he alleged that the pump was the cause of the air bubbles. The reporter stated that the patient's health care professional (hcp) insisted that the pump be replaced in order to eliminate air bubbles. The reporter mentioned that the patient is experiencing a growth spurt and that in the past growth spurts affected the patient's bg. It was said that the hcp is making adjustments to the settings to assist with bg management. Customer technical support (cts) instructed the reporter how to avoid the development of air bubbles while filling the cartridge. The reporter was told by cts that the pump replacement would not help with the air bubble issue and encouraged the reporter to contact cts again if problem persists. This complaint is being reported because, although, there are indications that there are multiple, non-product related causes of the bg excursions, the reporter continued to allege that the pump contributed to the development of air bubbles and that the air bubbles contributed to the serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.